Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 450 mg/dl with polydypsia, polyuria, extreme drowsiness and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. During troubleshooting with customer technical support (cts), it was determined that basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the basal history not matching the active basal program.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2014 at 11:07; when the pump was powered back on the time was set incorrectly to 10:07. The pump ran on the incorrect time until the end of pump use. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the conclusion of testing the total daily dose history correctly equaled 48.0u and the basal history correctly matched 2.0u. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.